Event description:
During svc of the unit "won't cycle condition with all leds and constant single tone alarm as well as a motor stall with low pressure alarm was found". Replaced integrated circuit u28, u1, and u27 on the logic board and u10 on the motor board to correct the failure mode. A liquid spill on the motor board and logic board was identified.